Manufacturer narrative:
The user reported that he stopped using the system after (B)(6) 2026 due to discrepancies between bg and sg readings, mostly occurring at night. During analysis, customer care found a previous s04 case (B)(4) from (B)(6) 2026, where the user was informed that based on a review of the system, support saw no usage of the system since (B)(6) 2026. Support also saw that the user completed a fw upgrade on (B)(6)2 026 but has not re-linked the sensor. During review of the current data available, customer care observed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The case was escalated where based on the review, support agreed with the analysis from customer care. Support advised the user to consistently use the system, entering calibrations with the exact value reported by the bg meter and the exact time at which the bg was measured. As the user remained unresponsive to multiple contact attempts, the escalated response was not relayed. Dms shows usage of the system and information up to date. User is at "1 weekly calibration" phase.

Event description:
On february 17 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.